Event description:
The customer reported intermittent communication failure error messages. This error is likely to result in a system lock up, no boot, or shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The voltage on the gib was adjusted to 5.1v. The system was tested and found to be working as intended and returned to service.